Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305200 and lot number 7324651. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. With no sample analysis a probable root cause could not be offered.

Event description:
It was reported that the bd filter needle experienced foreign matter in device cannula/needle/syringe or other fluid path component. The following information was provided by the initial reporter: material no: 305200, batch no: 7324651. There was a piece of brown foreign matter in the syringe. The reporter denied any adverse events or missed doses due to this event. . Distributor received the following items: an opened eylea® carton and a punctured eylea® vial from lot 8148200284, a vial flip cap, an unopened eylea® package insert, and a 1 ml bd syringe attached to a bd filter needle, and an unopened bd injection needle. The packaging for the components was returned. The returned syringe contained liquid and a brown particulate was observed within the syringe. It was noted that the foreign matter appeared to be free floating. Therefore, the distributor confirmed the complainant¿s observation. Identification testing was performed on the foreign matter isolated from the returned syringe using the attenuated total reflection (atr) mode of the lumos fourier transform-infrared (ft-ir) spectrometer. The foreign matter spectrum was assessed and a similarity search of the obtained foreign matter spectrum was performed to compare the spectrum with the opus library spectra. The best matches obtained were pebble crepe, sunshine, and cotton 33%, rayon, nylon 15%, elastin 2%. Pebble crepe is a type of fabric composed of silk, wool, or synthetic fiber fabric and sunshine is a fabric composed of cotton and rayon. Based on the visual observation and similarity search of the foreign matter spectrum it is most likely that the foreign matter is a cellulose fiber.